Event description:
Report recieved of an over-delivery. Sometime during the first six months of 2002, an over-delivery of intra-lipids was delivered to a pt. The pt was recieving a "small" amount of intra-lipids via a plum xlm pump. The pt reportedly received a 24 hour dose in one hour instead of the intended 24 hours. The amount of intra-lipids was not provided. The nurse who had programmed the pump and cared for the pt was a "float nurse" and the event was considered to be due to programming error. However, the next day a regular nicu nurse programmed the pump and had the same event occur. The intra-lipids delivered in one hour instead of the intended 24 hours. The pt did not experience any adverse effect due to the dose given. Though requested, there was no further information available.